Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Practice development manager reported on behalf of a provider, that a patient received a coolsculpting elite treatment on (B)(6) 2025, using the curve 150 applicator on the upper abdomen and flanks, the curve 240 applicator on the lower abdomen, and the curve 120 applicator on the chest. About 4 months post-treatment, the patient began noticing lumps. Healthcare professional later reported, ¿suspected contracture due to inflammation after coolsculpting (too firm to be paradoxical hyperplasia).¿ ¿confirmed findings by ultrasound.¿ ¿it was likely a lump caused by inflammation. No tenderness or fluid accumulation could be confirmed. The lower abdomen seemed to be improving in terms of contracture, but the contracture in the flank and lower chest (upper abdomen) was marked.¿ patient later reported, ¿the areas of hardness seemed slightly softer than before, but the symptoms were still bothersome.¿ healthcare professional later diagnosed the patient with paradoxical hyperplasia (¿ph¿) in the abdomen and chest.